Event description:
On (B)(6) 2016, pt had 4.3cm by 4.3cm mesh proceed by johnson and johnson placed for central hernia. On (B)(6) 2016, pt returned and required mesh to be removed which was disintegrated into multiple small 2 mm pieces which was removed from pt. Dates of use: (B)(6) 2016. Diagnosis or reason for use: incarcerated umbilical hernia.